Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was having accidents including one major one and the patient was unsure why. During the call the patient's therapy was confirmed to be turned on and set to 0.8 on program 4. The patient was advised to follow-up with their healthcare provider (hcp) regarding their symptoms. The onset of symptoms appeared to be sudden. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.